Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a kinked conductor wire at grip tip. The conductor wire is exposed as a result. The insulation is damaged. The instrument passed the continuity test. Components adjacent to this kinked wire do not show damage. For clarification, fa found the conductor wire to be kinked causing the instrument not to straighten at times.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument was broken at the endowrist joint. Unable to straighten for removal from port. The procedure was completed with no reported injury.